Event description:
It was reported that the patient experienced a lack of energy, sleeplessness, feeling warm in her foot, and making her heart race with the bhs unit. The sales representative instructed the patient to stop using the unit for two days to see if the symptoms go away. If the problem returns upon resuming treatment, the sales representative indicated the patient could potentially be switched to an orthopak. It was reported that the physician has requested that the patient be switched to an orthopak. A return label has been sent to the patient and the old product will be returned. No additional patient consequences have been reported.

Manufacturer narrative:
Zimvie complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2022. Medical product: unknown. Therapy date: unknown. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
As per customer service representative, it was reported by the sales representative that the patient reported lack of energy, sleeplessness, feeling warm to her foot and making her heart race with the bhs unit. The sales representative instructed the patient to stop using the unit for 2 days to see if the symptoms go away. No replacement product sent to the patient at this time. As per customer service representative, it was reported by the sales representative that the physician has requested that the patient be switched to an orthopak. No additional patient consequences have been reported. The sflx coil was returned for further evaluation.

Manufacturer narrative:
. Investigation summary: the sflx 2 coil was returned for further evaluation. A visual inspection of the customer returned product was performed. Included was one sflx 2 coil coil part no. 1068226 with julian date 22186. The part appeared to be in good condition from the cosmetic/visual point of view. The DHR for the sflx 2 coil was reviewed in the product information section and there were no reports of non-conformances or deviations. The failure was not confirmed for the reported condition of "lack of energy, sleeplessness and heart racing with bhs controller and coil; coil is warm". The coil was tested and operates as intended. Review of complaint history identified (0) total complaints from (oct 31, 2021) to (oct 31, 2022) for pn (1068226) and events related to (warm). Keyword search criteria: (complaint code: medical: pain) the search could not be specified further because the main complaint was pain. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "warm". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. Highridge medical will continue to monitor for trend. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.